Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, insulation damage was noted on the right ventricular (rv) lead. The event was resolved by applying medical adhesive to the damaged site. Electrical measurements were normal. Procedural damage to the lead has not been ruled out. The patient was stable with no consequences.